Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The evaluation of the device logs and performance testing confirmed the reported complaint. Based on all available evidence and previous investigations of similar complaints, it was determined that the device failure to accurately detect the power source was most likely due to an isolated component failure in the main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power it detected the power source to be a dc power. There was no patient injury reported as a result of this incident.